Event description:
It was reported that during a ptca procedure, the balloon ruptured necessitating med intervention (ntg administered) successfully treat the ischemic event. Reportedly the case was concluded with another balloon catheter and the pt tolerated the procedure well.

Manufacturer narrative:
Quality assurance analysis of the returned device revealed a leak in the septum wall of the dual lumen. Quality engineering concluded the rupture in the septum wall of the dual lumen occurred during the mfg process. Although this issue is related to be mfg process, there is a low failure mode indicated by trend reports. No corrective action is warranted at this time. A review of the device mfg records for this product lot and no non-conformities were noted. Quality engineering has concluded that no corrective action is warranted at this time. As part of co's quality process, all product is 100% inspected and pressurized for measurements and leaks. In addition, all product is audited and samples are taken for separate reliability inspection and testing to verify that only acceptable product is released. This MDR is considered closed by the quality assurance department.